Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. A visual inspection was performed and found no external damages. The mtm was placed on in-house system and passed. No errors were triggered. The mtm was then placed on surgeon console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The mtm failed on the following un-related to the field complaint: verify encoder cal - wp, wy, ro and grip failed after performing calibrations, re-executed test and passed. The rest of fitness tests passed, including slow speed for wp/wy 1-hour sine cycle also passed. Due to the field errors, the unit was tested for stress and wear-in tests per engineering and both passed. Due to the errors, the most probable root cause is due to the following components: slip ring, rotor constraint, o-ring and lower frame.

Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that surgeon console kept having a recoverable 32126 during the first in service of the system after being installed. The csr hard power cycled console, but error continued. Error points to a suspect master tool manipulator (mtm) right on the surgeon side console (ssc). There was no report of patient involvement or reported injury.